Event description:
It was reported that during daily checks , the cardiosave intra-aortic balloon pump (iabp) units ground prong on ac cord is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) has a broken ground prong on ac cord as part of daily checks. No patient is involved. A getinge field service engineer (fse) verified the issue and placed a hospital graded ac cord termination on unit, and cut out the ac plug for patient care availability purposes. Successfully completed a functional check on unit with testing catheter and trainer. Fse replaced ac cord reel assembly. Successfully completed a functional check post ac cord reel replacement.the defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of the ground prong being broken. The failure analysis and testing dept. Performed a visual inspection of the and found extensive damage to the ac plug. The whole plug was missing from the cord, not just the ground prong. Retaining the ac cord reel in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.